Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The infection was resolved after user applied topical cortisone ointment in the area for 15 days. No further investigation is required.

Event description:
Senseonics was made aware of an instance where patient developed infection at the insertion site . Patient reported that he had an infection on the arm where transmitter is placed. Patient visited doctor who prescribed him to user corticosteroid cream and the problem got solved after using it for 15 days.